Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Sample evaluation pending. A follow-up report will be filed.

Manufacturer narrative:
The actual complaint sample involved in the event was received for evaluation and we confirmed that the device received was the introducer. During visual inspection it was observed that the needle was broken. Information obtained from the hospital indicates that a 3-way stopcock was attached to the coaxial guide needle and a vacuum drainage bag was connected. This type of use is not indicated in the directions for use. Therefore; this may have contributed to the failure reported. Device history record for the lot number reported was reviewed and no issues were found during documentation review.

Event description:
Coaxial needle broke off in patient requiring surgery to remove it.